Event description:
The patient reported a sudden lack of therapy since (B)(6) 2016. It was stated that they saw an upper limit screen which they noticed when they were trying to increase stimulation because their right side is shaking real bad and their legs are hurting. The patient also increased stimulation on their left side to 2.90v, and were programmed to 2.4v for their right side on the week prior to date notified by the healthcare provider (hcp). The implant was checked with the patient programmer (pp) and found to be on with them having the ability to change stimulation. Stimulation on the left side could then only be increased to 2.6v on the left chest, and it is unknown if the issue was resolved. Follow up with the hcp is to be conducted to see if the limits can be "opened up" if appropriate. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.